Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient's device had a significant amount of stored episodes due to oversensed noise from suspected emi. The noise was not reproducible with isometrics, valsalva, or deep breathing, and the presenting electrogram was clean. The device was later explanted after declaring elective replacement indicator (eri) and returned for analysis. No adverse patient effects were reported in this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. The device was subjected to a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis was unable to find an device characteristics that may have caused or contributed to the oversensed noise. This event will be updated if any additional information becomes available.